Event description:
The patient presented with a sudden moderate headache. Imaging revealed a small ruptured internal carotid-posterior communicating artery (ic-pc) aneurysm and a diffuse subarachnoid hemorrhage (sah). The patient's overall condition was assessed as grade ii using the hunt-hess scale. The physician successfully detached the coil (subject device) and two non-boston scientific coils into the aneurysm. Angiography taken post coils placement demonstrated an embolization of the aneurysm. Three days post procedure, the patient suffered an oculomotor palsy with symptoms of diplopia and ptosis. The patient was treated with steroids and vitamins. The patient gradually recovered from the complications and one month post procedure was discharged home in a stable condition with no symptoms of the oculomotor palsy.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the patient anatomy was moderate tortuous. There was no issue noted with the preparation, advancement and deployment of the coil. All dfu instructions were correctly followed. All movements were slow and smooth.